Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Technical support was contacted and recommended replacing the lead, however, no intervention was performed at this time. The patient was stable.